Event description:
Medical safety reported complaints from literature that was reviewed for the post market surveillance reporting article title: surgical outcomes of posterior thoracic interbody fusion for thoracic disc herniations (r yamasaki) june 2013 clinical findings determined by medical safety and complaint management: n=1 pseudoarthrosis.

Manufacturer narrative:
No follow-up report is anticipated as the product has not been returned. The source of the report is the following literature source: article title: surgical outcomes of posterior thoracic interbody fusion for thoracic disc herniations (r yamasaki) june 2013. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.